Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "the wire jumped out of the grasping forceps". For clarification, the instrument was found to have broken pitch cables at the distal clevis hub. The broken cable segments that contain the crimp were still installed in the clevis. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Root cause of a broken pitch cable is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. An additional observation not reported by the customer and unrelated to the pitch cable breakage was that the clevis pin of the proximal clevis was found jutting out further than normal, above the surface of the main tube. The instrument was transferred to engineering to further investigate if the pin was properly swaged. An isi failure analysis engineer (fae) performed further investigation under magnification and found that the clevis pin was conforming based on testing and measurements. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. A review of system logs for system sk1252 with a procedure date of (B)(6) 2021, confirmed a small grasping retractor (pn# 470318-10 / lot # n11200727 - 0082) was exchanged with another small grasping retractor (pn# 470318-10 / lot # n10200928 - 0053) during this procedure. The instrument has maximum 10 uses. The alleged event occurred on the 9th use of the instrument. There is only one use remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The small grasping retractor instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. In addition failure analysis found that the clevis pin of the proximal clevis was found sticking out further than normal, above the surface of the main tube. It appears the pin was improperly swaged, which could potential fragment fall into the patient. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the small grasping retractor instrument wire removed itself out of the barrel pliers. The procedure was completed with a back-up instrument with no reported injury. Intuitive surgical, inc. (Isi) attempted to contact the reporter to obtain additional information related to the event. However, as of the date of this report, no further details have been received.